Event description:
This lead was implanted in an unknown date and remains implanted at this time. An email was sent to technical services on (B)(6), 2016 stated that epsiode shows "cross-talk" signal that is not oversensed in the lead. The physician was unknown at (B)(6) in ireland. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)